Event description:
It was reported that prior to the start (post-anesthesia) of a da vinci-assisted surgical procedure, the 8mm permanent cautery hook (pch) instrument black cable was found exposed. The customer used a backup pch instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the conductor wire insulation was frayed, and the internal wire was exposed. There was no loss of cautery or sign of thermal damage.

Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. A review of the provided image was performed. A segment of the conductor wire is dislodged and protruding outside of the conductor wire cap, but the wire is not visibly damaged.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm permanent cautery hook instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have a broken distal clevis on the part that covers the conductor wire, exposing it as a result. The broken piece was not returned with the instrument. The clevis did not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis did not show damage.